Manufacturer narrative:
Product 5033 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds on the right atrial (ra) lead had been increasing for quite some time and were at high levels. The lead was capped and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry study. No patient complications have been reported as a result of this event.